Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high capture thresholds contributing to this devices battery depleting earlier than expected. No adverse patient effects reported. The device has been removed from service and the lv lead was surgically abandoned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.